Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2011- plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy asr hip on her right side. Thereafter, patient complained of hip pain. Upon information and belief, the depuy asr hip became loose and generated excessive metal debris in patients body. Patient is under regular supervision by her doctor to determine when she will be ready to undergo revision surgery. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Event description:
Litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy asr hip on her right side. Thereafter, patient complained of hip pain. Upon information and belief, the depuy asr hip became loose and generated excessive metal debris in patient's body. Patient is under regular supervision by her doctor to determine when she will be ready to undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.